Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 9/14/2021. H.6. Investigation: since the lot involved in this incident is unknown, a DHR review cannot be performed. Samples received for investigation, no damage or other defects was observed on any of the product. The n35 could connect with the protector without anomaly. Functional testing was performed, connecting the injector to a sample syringe, protector and vial according to the instructions for use. Liquid was aspirated from the vial, disconnecting the injector from the protector and repeating the process three times. In all cases, the product functioned properly and there were no issues observed between the connection of the injectors and mating components. The breakage of the safety sleeve may occur when the injector is not properly disengaged. It is important to hold onto the white part of the injector before engaging/disengaging. Instructions in the IFU must be carefully followed to ensure the properly work of phaseal devices. Therefore; it seems that a misuse of the device by the user is the most probable root cause of the event reported.

Event description:
It was reported that injector luer lock n35j needle was exposed. The following information was provided by the initial reporter: this is a report about an exposed injector needle possibly due to a broken safety sleeve. According to the customer's report, during preparation of 5-fu, when the hcp disengaged the injector, the injector needle was exposed.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that injector luer lock n35j needle was exposed. The following information was provided by the initial reporter: this is a report about an exposed injector needle possibly due to a broken safety sleeve. According to the customer's report, during preparation of 5-fu, when the hcp disengaged the injector, the injector needle was exposed.